Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, the patient¿s pd nurse confirmed the event. The nurse reported that the patient went to the emergency room (ER) due to experiencing symptoms of abdominal pain. It was stated the patient had a pd culture (obtained the same day) which yielded an elevated white blood cell (wbc) of 15,000 and no organism growth. The patient was discharged home in <24 hours (not admitted) on antibiotic therapy with vancomycin and fortaz intra-peritoneal (ip) and oral flagyl. Per the nurse, the patient is recovering and continues pd treatment with the same cycler. The patient¿s reported drain complications have resolved. The nurse indicated the cause of the peritonitis is unknown. However, the nurse confirmed there were no fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated it is suspected that the patient had concomitant diverticulitis which may have been a contributing factor in the peritonitis infection.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, the patient¿s pd nurse confirmed the event. The nurse reported that the patient went to the emergency room (ER) due to experiencing symptoms of abdominal pain. It was stated the patient had a pd culture (obtained the same day) which yielded an elevated white blood cell (wbc) of 15,000 and no organism growth. The patient was discharged home in <24 hours (not admitted) on antibiotic therapy with vancomycin and fortaz intra-peritoneal (ip) and oral flagyl. Per the nurse, the patient is recovering and continues pd treatment with the same cycler. The patient¿s reported drain complications have resolved. The nurse indicated the cause of the peritonitis is unknown. However, the nurse confirmed there were no fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated it is suspected that the patient had concomitant diverticulitis which may have been a contributing factor in the peritonitis infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy which can be a result of many potential etiologies and risk factors. The patient¿s pd nurse stated it was suspected the patient had concomitant diverticulitis (a known risk factor) which may have been a contributing factor in this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, the patient¿s pd nurse confirmed the event. The nurse reported that the patient went to the emergency room (ER) due to experiencing symptoms of abdominal pain. It was stated the patient had a pd culture (obtained the same day) which yielded an elevated white blood cell (wbc) of 15,000 and no organism growth. The patient was discharged home in <24 hours (not admitted) on antibiotic therapy with vancomycin and fortaz intra-peritoneal (ip) and oral flagyl. Per the nurse, the patient is recovering and continues pd treatment with the same cycler. The patient¿s reported drain complications have resolved. The nurse indicated the cause of the peritonitis is unknown. However, the nurse confirmed there were no fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated it is suspected that the patient had concomitant diverticulitis which may have been a contributing factor in the peritonitis infection.